Manufacturer narrative:
The implant coil was returned tangled with the stent used in the procedure and the pusher was not returned. As the pusher could not be evaluated, it cannot be determined if the implant separated from the pusher or if the implant was thermally detached using a detachment controller; therefore, the reported complaint cannot be confirmed.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is currently underway. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during coil embolization of a pcom aneurysm, the embolization coil unexpectedly detached from the delivery system. The detached implant coil was successfully removed from the patient with a stent retriever. There was no reported patient injury.